Event description:
It was reported that a clearlink duo-vent set had an occurrence of backflow. This had occurred during patient use, at the distal end of the tubing on the first y-site. The backflow was noticed, as the patient's bed was found to be wet. An infusion of magnesium, via an unknown syringe pump, was set as a piggyback. There was no adverse event reported for this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the device showed no signs of defect. Functional testing was performed and no evidence of the reported backflow was detected. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.